Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l repair kit catheter was returned for evaluation. Gross visual, microscopic visual, functional and tactile evaluation were performed. The investigation is confirmed for the reported hernia noted on the thin part of the repair kit issue as ballooning was noted on the catheter body and no water was noted exiting the distal end of the catheter upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine days post chronic catheter placement, swelling was allegedly appeared on the thin part of the catheter upon flushing. It was further reported that the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in common device name and 501k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that nine days post chronic catheter placement, swelling was allegedly appeared on the thin part of the catheter. It was further reported that the catheter was repaired. There was no reported patient injury.